Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 2.34 mg/day) via an implanted pump. It was reported that the patient was seen in the office for a wound check and the wound was not healing correctly. He also had tenderness at the pocket site. There were no other signs or symptoms reported. The hcp decided to wait until the pocket revision surgery to refill the pump. The patient was then taken in for the pocket revision. During the procedure, the hcp removed excess fluid before cleaning the pocket/wound and revising the incision. He then refilled the pump and closed the wound. The patient did not report any external factors that may have contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.